Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the torx driver is completely sheared off. This may be a result of excessive torque. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the tip of the torx driver was broken during use in surgery. No pt complications were reported.